Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The serial number for the medical device referred to in this medical device report has not been received, and therefore, the full UDI number cannot be provided. The correction of b5 describe event or problem, d1 brand name, d2 common device name, d4 version or model #, d4 catalog #, d4 serial #, d4 unique identifier (UDI) #, h3c if other provide code ¿ explain, h4 device manufacture date and h6 health effect ¿ impact codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 9th february 2024 getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary. As it was stated, the table malfunctioned and could no longer be used neither with the remote control (including cable connected control) nor with override panel on the column. The patient was already anesthetized and on the operating table when the issue occurred. The entire surgical equipment (mic aortic valve 3d) had to be brought to another operating room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the table during procedure, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001a0 - otesus or table column, stationary. As it was stated, the table could no longer be used neither with the remote control (including cable connected control) nor with override panel on the column. The patient was already anesthetized and on the operating table when the issue occurred. The entire surgical equipment (mic aortic valve 3d) had to be brought to another operating room. The procedure was successfully completed after the transfer. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the patient and procedural delay related to transfer of the patient to another operating room during procedure, was to reoccur. Previous d1 brand name: otesus or table column, stationary. Corrected d1 brand name: universal remote device. Previous d2 common device name: fqo - table, operating-room, ac-powered corrected d2 common device name: jea - table, surgical with orthopedic accessories, ac-powered. Previous d4 version or model #: 116001a0 corrected d4 version or model #: 100925a0 previous d4 catalog #: 116001a0 corrected d4 catalog #: n/a previous d4 serial #: (B)(6). Corrected d4 serial #: n/a previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4). Previous d9 device available for evaluation: yes. Corrected d9 device available for evaluation: no. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: customer inspected/conducted repair. Previous h4 device manufacture date: 07/01/2022 corrected h4 device manufacture date: n/a previous h6 health effect ¿ impact codes: insufficient information///4648 corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
Getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001a0 - otesus or table column, stationary. As it was stated, the table could no longer be used neither with the remote control (including cable connected control) nor with override panel on the column. The patient was already anesthetized and on the operating table when the issue occurred. The entire surgical equipment (mic aortic valve 3d) had to be brought to another operating room. The procedure was successfully completed after the transfer. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the patient and procedural delay related to transfer of the patient to another operating room during procedure, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 9th february 2024 getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary. As it was stated, the table malfunctioned and could no longer be used neither with the remote control (including cable connected control) nor with override panel on the column. The patient was already anesthetized and on the operating table when the issue occurred. The entire surgical equipment (mic aortic valve 3d) had to be brought to another operating room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the table during procedure, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary used with 100925a0 - universal remote control. As it was stated, the table malfunctioned and could no longer be used either with the remote control (including cable connected control) or with an override panel on the column. The patient was already anesthetized and on the operating table when the issue occurred. The entire surgical equipment (mic aortic valve 3d) had to be brought to another operating room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel leading to the inability to position the table during procedure, was to reoccur. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. Since no malfunction of the device occurred during the adverse event, it was determined that the getinge device met its specifications. The issue was thoroughly analyzed by the r&d department, service, and product management during on-site investigation conducted at the hospital. The purpose of this investigation was to examine the issue of the or table column repeatedly stopping during an ongoing surgical procedure. Measurements confirmed that the ir remote control was not the root cause of the issue. The investigation identified the root cause as the simultaneous use of high-frequency (hf) surgical equipment (diathermy) while triggering column movements. Hf surgical equipment is known to generate electromagnetic disturbances, which can interfere with the normal functioning of the or table. This is explicitly addressed in iec 60601-2-46:2023, a standard applicable to all or tables, with which our product complies. Once the hf disturbances ceased, the or table resumed normal operation after a short recovery period. This finding also explains why no issues were detected when the products were inspected individually, as the hf equipment was not in use at the time of inspection. In the instructions for use (IFU 1160.01 rev 13, page 28) is noted that the function of the product could be impacted by disruptive electromagnetic emissions from other electrical equipment such that they cannot be carried out or can only be carried out at intervals. This may occur, in particular, when using hf surgical equipment near the product. There is also information to ensure the distance between the product and hf communication devices (including the connected control devices and cables) is at least 30 cm, since the electromagnetic radiation caused by the use of wearable hf communication devices (e.g. Mobile telephones and radios) located in the vicinity of the product may influence the functions of the product (IFU 1160.01 rev 13, page 36). In summary and as a result of the performed root cause evaluation, it was concluded that based on available information the most probable root cause of the reported issue, namely the operating table not responding to remote control nor override panel leading to inability to position the table during procedure, is related to the user error and non-compliance with the instructions for use. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d2a common device name, d2b product code description, d4 version or model #, d4 serial #, d4 unique identifier (UDI) #, d9 device available for evaluation, d10 concomitant products, code ¿ explain, h3a device evaluated by mfg?, h3c if other provide code - explain, h6 component codes, fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001a0 - otesus or table column, stationary. As it was stated, the table could no longer be used neither with the remote control (including cable connected control) nor with override panel on the column. The patient was already anesthetized and on the operating table when the issue occurred. The entire surgical equipment (mic aortic valve 3d) had to be brought to another operating room. The procedure was successfully completed after the transfer. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the patient and procedural delay related to transfer of the patient to another operating room during procedure, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary used with 100925a0 - universal remote control. As it was stated, the table malfunctioned and could no longer be used either with the remote control (including cable connected control) or with an override panel on the column. The patient was already anesthetized and on the operating table when the issue occurred. The entire surgical equipment (mic aortic valve 3d) had to be brought to another operating room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel leading to the inability to position the table during procedure, was to reoccur. Previous d1 brand name: universal remote device corrected d1 brand name: otesus or table column, stationary previous d2a common device name: jea. Corrected d2a common device name: fqo. Previous d2b product code description: table, surgical with orthopedic accessories, ac-powered. Corrected d2b product code description: table, operating-room, ac-powered. Previous d4 version or model #: 100925a0. Corrected d4 version or model #: 116001a0. Previous d4 serial #: n/a. Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous d9 device available for evaluation: no. Corrected d9 device available for evaluation: yes. Previous d10 concomitant products: 116001a0 otesus or table column, stationary. Corrected d10 concomitant products: 100925a0 universal remote control. Previous h3a device evaluated by mfg?: no (attach page to explain why not or provide code). Corrected h3a device evaluated by mfg?: yes. Previous h3c if other provide code - explain: customer inspected/conducted repair. Corrected h3c if other provide code - explain: n/a. Previous h6 component codes: mechanical/controller//765. Corrected h6 component codes: others/part/component/sub-assembly term not applicable//4755. Previous h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632 corrected h6 health effect ¿ impact codes: surgical intervention/surgical procedure delayed//4633.

Event description:
Getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary used with 100925a0 - universal remote control. As it was stated, the table malfunctioned and could no longer be used either with the remote control (including cable connected control) or with an override panel on the column. The patient was already anesthetized and on the operating table when the issue occurred. The entire surgical equipment (mic aortic valve 3d) had to be brought to another operating room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel leading to the inability to position the table during procedure, was to reoccur.